Event description:
Reporter stated that the surgeon inserted a one piece silicone intraocular lens model aa4203tl in the eye and the patient's capsule bag tore. Surgeon removed lens without enlarging the incision and performed a vitrectomy. The surgeon cut the lens with the forceps when grabbing the lens to remove it from the eye.